Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident 2-2.5 weeks prior to the report and they were not getting stimulation in the legs like they were prior to the accident. A rep met with the patient and tried programming up and down the lead without success. X-rays showed no migration or lead changes occurred. Impedances were all around 2000 ohms, but the rep did not know the baseline. The hcp advised the patient to keep stim off for one week and then attempt to turn on since inflammation might be a possible cause for the change in therapy. Additional information was received from the rep. It was reported that the issue was not exactly resolved, patient was starting to feel stim in right leg, no stim yet in left leg. Stim in armpit and right ribs isn't happening. Hcp believes inflammation from accident is improving and with time stim should return to left leg. The cause was inflammation due to accident. Additional information was received. It was reported that the patient's device was removed on (B)(6) 2020 including the leads. The whole system was removed. The patient was in a car accident and there was suspicion that one of their leads had a tear or there was something wrong with it. The patient received random stimulation in different areas. The lead came intact, and there was nothing wrong with the lead visually. To be safe, the healthcare provider replaced everything.